Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having coughing up mucus, sinus and throat irritation and nausea. There was no report of patient serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.